Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he kept receiving no delivery alarms on two infusion sets. The last one was during bolus and basal deliveries. Customer's blood glucose at the time of the alarm was unknown. Customer's current blood glucose is 186 mg/dl. The device alarmed no delivery during a fixed prime and insulin did not exit the tubing. Customer was able to manually push insulin through the tubing with a plunger. Customer reinserted the reservoir and insulin exited the tubing. The device did not alarm no delivery. Customer was advised to monitor the device. Nothing further reported.